Event description:
It was reported that during an angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). The tip of this 185cm pt2 guide wire detached inside the rca during use. It was noted that the tip was detached when the guide wire was removed from the patient. Angiographic pictures showed that the tip remained in the mid-third of the vessel. The procedure was considered completed with this device. No further patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).